Event description:
The customer reported the pump freezes and alarms during boot up sequence. The pump was received for evaluation. The evaluation confirmed the customer reported problem. When reviewing the event log, errors: 30 (1x), 43 (3x), 44(>10x) and 99 (1x) were found. The time and date were reset to resolve error 30. Replaced lcd pcb to resolve errors 43 and 44. Resolved cpu and power supply pcbs to resolve error 99. After repair, the device was found to meet specification.